Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported issue. The harmonic ace instrument was found to have the teflon pad damaged. The teflon pad was found to have a broken piece missing. The broken piece measures approximately 0.062" x 0.076" and was not returned with the instrument. The root cause of this failure is attributed to mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the user observed that the harmonic ace instrument teflon pad was damaged. Troubleshooting was performed by replacing the instrument to the backup and this resolved the issue. Following this, the user continued the procedure with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported.